Event description:
It was reported that the device was difficult to remove. After placement of a 4.50 x 12 mm synergy megatron stent, the delivery system balloon was stuck and could not be removed despite complete deflation. The device was removed along with the other equipment and the procedure was completed.

Event description:
It was reported that the device was difficult to remove. After placement of a 4.50 x 12 mm synergy megatron stent, the delivery system balloon was stuck and could not be removed despite complete deflation. The device was removed along with the other equipment and the procedure was completed.

Manufacturer narrative:
Device evaluated by manufacturer: the synergy megatron mr ous 4.50 x 12mm stent delivery system was returned for analysis. The device was returned inside a guide catheter, the balloon and tip were protruding out. When an attempt was made to remove the device from the guide catheter the main section was removed without resistance however the distal portion remained trapped in the guide catheter. Visual and tactile examination identified a break at 101cm distal to the distal end of the strain relief with the polymer extrusion severely stretched. Additionally, multiple hypotube kinks were identified. The stent was implanted and not returned for product analysis and contrast media was visible in the balloon. No other device issues were identified during returned product analysis.